Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot (B)(4) , and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In event description indicate there is not much more information but could you please provide this information? Was the surgery delayed due to the issue? What is the current condition of the patient? Were x-rays taken to locate the needle piece(s)? Was the needle piece(s) retrieved during the same procedure? Does a piece of the needle remain in the patient¿s tissue? Was there any additional tissue damage as a result of searching for the needle piece? Could you please confirm the availability of the needle? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a neurosurgery procedure on an unknown date; and a suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. Additional information was requested.